Event description:
It was reported that during a hemicolectomy procedure, the device would not staple. The surgeon reloaded the device with new staples, but the device would not work properly. The case was finished with another device. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis showed that the device was rec'd in good visual condition and with no cartridge present on the device, however, two cartridges were rec'd inside the bag. Cartridge b was rec'd partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." Cartridge c was rec'd fully loaded with staples. The returned cartridge was placed into a test device and was found to be non-functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test could be performed due to the condition of the device. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.